Event description:
The father of a (B)(6) boy came in to get treatment for his child. The child was prescribed an enuresis alarm by a pediatrician and the parents purchased a new one from the MFR's website. Last night was the first time the parents used the enuresis alarm. They set it up as the instructions said; however, the alarm has malfunctioned and burnt the child severely in the neck. Parents have said that the enuresis alarm somehow got very hot and had fumes coming from the inside while the outer casing got hot and burn the child's skin. The parents took the boy to emergency room (ER) and had him treated for burns. The alarm is in the possession of parents.